Manufacturer narrative:
Siemens filed the initial MDR 2517506-2026-00002, on 02-jan-2026. Additional information (24-jan-2026) siemens further evaluated the event by reviewing the available information in the complaint and concluded that the probable cause of the event was misalignment of reagent probe 1 (r1). R1 auto-alignment was performed when a customer service engineer visited the site. A precision test was run subsequently, the results of which were within acceptable limits. An autocheck and quality controls (qc) were run; both of which recovered within acceptable limits. No additional occurrences of the behavior were reported by the customer. The complaint was resolved with routine troubleshooting actions. The customer is operational. The investigation conclusions code in section h6 was updated to reflect the additional information. No further evaluation of this analyzer is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a discordant glucose (glu) result was obtained on a patient sample on a dimension vista 500 system. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse confirmed that the system was showing bias on patient samples. The cse checked all mixers bottoms and alignments. The cse adjusted reagent probe 1 (r1) and auto aligned r1 twice due to the bottom of the cuvette calibration. The cse ran a full autocheck and ran a precision check with patient samples. The precision check was found to be within acceptable ranges. The customer ran quality controls (qc) to verify. The instrument is performing according to specifications. Siemens is investigating the event.

Event description:
The customer reported a discordant glucose (glu) result was obtained on a patient sample on a dimension vista 500 system. There are no known reports of patient intervention or adverse health consequences due to the discordant glucose (glu) result.